Event description:
The pt tested blood glucose on suspect device at 12 am and was 237 mg/dl, at 2:30 am blood glucose was 265 mg/dl and at 6 am and was 300 mg/dl. At 6 am, she gave herself 5 units of insulin injection. She was found at 10:30 am by her mother unconscious. The mother tested on suspect device and was 12 mg/dl. She tried to give her orange juice and was unable to get her to swallow any. At 11:03 am she tested again on suspect device and was 33 mg/dl. The paramedics were called and they gave her a d50 injection and transported her to the hospital. While in the hospital, she compared her suspect device to drs device and her suspect device read blood glucose as 313 and drs device read 161. Glucose controls were run and within specs.